Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulse field ablation procedure with farawave ablation catheter, the patient experienced st elevation followed by an ischemia stroke. After eight left superior pulmonary vein (lspv) applications and one left inferior pulmonary vein (lipv) application, the patient's blood pressure dropped. St elevation and block were noted, and treatment was attempted. Fluoroscopy revealed a shadow that appeared to be air in the left atrial appendage. The st elevation subsequently subsided naturally while nitroglycerin was being prepared, and the blockage was relieved. After that, an attempt was made to aspirate the air from the left atrial appendage, but it was not completely removed. The procedure continued, but a postoperative CT scan confirmed air in the left atrial appendage and cerebral infarction. Two days after the procedure, the patient is conscious but continues to have difficulty moving his right hand and right foot. The device is not available for return as it has been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the "ischemia stroke", "st segment elevation" and "hypotension" is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the event of pericardial effusion, st segment elevation and hypotension are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of "ischemia stroke", "st segment elevation" and "hypotension" is a known inherent risk of the farawave device. "Ischemia stroke", "st segment elevation" and "hypotension" is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time."

Event description:
It was reported that during the pulse field ablation procedure with farawave ablation catheter, the patient experienced st elevation followed by an ischemia stroke. After eight left superior pulmonary vein (lspv) applications and one left inferior pulmonary vein (lipv) application, the patient's blood pressure dropped. St elevation and block were noted, and treatment was attempted. Fluoroscopy revealed a shadow that appeared to be air in the left atrial appendage. The st elevation subsequently subsided naturally while nitroglycerin was being prepared, and the blockage was relieved. After that, an attempt was made to aspirate the air from the left atrial appendage, but it was not completely removed. The procedure continued, but a postoperative CT scan confirmed air in the left atrial appendage and cerebral infarction. Two days after the procedure, the patient is conscious but continues to have difficulty moving his right hand and right foot. The device is not available for return as it has been disposed.